Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Event occurred in (B)(6). Patient's therapeutic range 2 - 3. Patient reports two discrepant inratio inr results compared to laboratory inr. Tests taken during a 4 week rehabilitation period in a rehab clinic (reason for rehab unknown). Dates for tests not provided. Number of days between the two test results unknown. Result 1: inratio inr = 1.7; lab inr = 2.5. Result 2: inratio inr = 2.6; lab inr = 1.3. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, in-house testing with retains of the reported lot was performed. In-house strip testing on strip lot k392893 meets criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Although a technique issue was identified, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.